Event description:
Device 1 of 2.reference MFR report: 1627487-2015-10017.it was reported the patient experienced a sudden loss of stimulation. The patient stated he was not able to adjust his stimulation. An sjm representative met with the patient and confirmed his scs system was auto-reducing and impedance readings were high on both leads. Reprogramming was unable to resolve the issue. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.